Event description:
Since it was the only time he could get the or surgeon elected to do an emergency "mea" procedure for a pt who was bleeding heavily. No ultrasound myometrium measurement was taken, although ultrasound examination months ago had identified a focal mass lesion more consistent with a fibroid than a polyp. Pt had an anteverted uterus, and under general anesthesia & local 4 quadrant cervical block cervix was dilated with ease and sounded to a depth of 90 mm. Operative report (obstetrician): a hysteroscopy was performed, and a polyp was noted near the right cornu with no intrauterine pathology. A polypectomy and dilation and curetage (d&c) was then carried out. Pt was re-scoped, and the polyp was noted as missing. An endometrial ablation was carried out using the mea system; pt went to the recovery room in good condition. Operative report, dictation 1 (surgeon): as a result of ablation having taken longer than usually required, the obstetrician elected to observe the pt overnight. The next day, pt had slight hypotension with minimal abdominal pain. Diagnostic laparoscopy revealed a uterine perforation and thermal injury to two segments of the small bowel. Surgeon performed a laparotomy; damaged bowel was resected, and two primary side-to-side anatomoses were performed. Subtotal hysterectomy was performed by the obstetrician. Operative report, dictation 2 (obstetrician): endometerial ablation was carried out, with ablation taking longer than usual. Considered doing hysteroscopy at end of procedure, but was unable to due to unavailability of sterile hysteroscope in the hosp; elected to observe pt overnight. The following day, based on pt's abdominal discomfort a laparoscopy was done, revealing trauma to a portion of small gi tract, and perforation of the uterus. A subtotal hysterectomy was performed, along with two small bowel resections. Pt was transferred to recovery room in good condition.